Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. However, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The alarms were resolved by clearing the alarms and resuming insulin delivery. Blood glucose level was 400 mg/dl. As the customer changed the infusion set and cartridge prior to contacting tandem technical support, tandem technical support was unable to perform troubleshooting to determine a cause of the occlusions.